Event description:
Spontaneous. Pt's son and hhrn (B)(6) reported that she is experiencing air bubbles in the tubing as soon as she is priming the line and the pump gives her "air in line" error. We just sent out new curlin pump to patient and per hhrn, the new pump is giving the error faster than the old pump was. The hhrn states the air bubbles are occurring in the tubing that is inside of the curlin pump. Hhrn reports she was able to get infusion to work with old pump they still have on hand. Advised hhrn to call nursing sup (B)(6) for further assistance with troubleshooting admin concerns and to try new set of curlin tubing. No missed dose or adverse event reported. Defective device on hand for return. No further information. Strength: 5gm/50ml and 30gm/300ml. Indication: myasthenia gravis without (acute) exacerbation. Reported to (B)(6) by: health professional. Reference report: mw5120406.